Manufacturer narrative:
The unit was received with blank display due to broken solder joint on b1 ib. The unit had minor scratched lcd window, cracked battery tube threads and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
No blood glucose levels reported. The customer reported a blank display on the insulin pump. The customer reported using new batteries on the insulin pump. Troubleshooting was done. The customer was advised to inspect the battery compartment, contacts and spring for corrosion or damage. It was reported that neither the battery compartment, nor contacts nor spring were damaged or corroded. The customer was advised to insert a new battery on the insulin pump. The customer reported that the display did not return. The customer was advised to clean the battery contact of the insulin pump. The customer reported that the display did not return. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.